Event description:
Hcp reported that hte pt had a wound infection. The device was explanted, but not returned to the MFR for analysis. Add'l info will be provided as it becomes available.

Event description:
Hcp reported on follow up that pt had device pocket incisional wound opening. Device pocket culture grew gram positive cocci, coagulase negative staph. The pt was tested with IV anitbiotics and restarted on oral baclofen. The infection resolved.